Event description:
The hcp reported the pump was explanted due to pump failure. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.